Event description:
It was reported that the device failed to power on. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure to power on. Physio replaced the coin cell battery and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed coin cell battery and was unable to confirm nor duplicate the reported failure. The battery measured near full capacity.